Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly. The customer stated that, sometimes had to press buttons twice specially act button. The customer also stated that, there were cracks in casing, battery cap worn, slower during rewind and there were scratches on the screen, but it does not prevent him from seeing the screen. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.